Event description:
It was reported that the patient presented for an implant procedure. The right ventricle lead was implanted. After the implant procedure, x-ray revealed that the right ventricle lead was dislodged. The right ventricle lead also exhibited high capture thresholds and multifocal post ventricular contractions. The patient was bought back to the lab and the right ventricle lead was repositioned the same day on (B)(6) 2021. Patient was stable.